Event description:
Device 1 of 2. Reference MFR report # 1627487-2010-03352. The patient received his scs system on (B)(6) 2008 consisting of an ipg and two percutaneous leads. On (B)(6) 2010, it was reported that the patient suffered a fall approx two months prior and since the incidence, he is experiencing overstimulation when his scs system is in use. An x-ray was taken; however, the results have not been disclosed. Surgical intervention will be undertaken to resolve the issue; however, a date for the procedure has not been set.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.